Event description:
Report received from the USA stating that the device cutter could not be secured. It is known that the event did not occur during surgery; however, it is unknown if there was any pt or user injury, surgical delay or medical intervention reported related to this occurrence. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).